Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by right lower abdominal pain, discomfort, and cloudy effluent. The cause was unknown. Three days after the event onset, the patient was hospitalized and was treated with fluconazole (200mg one time, then decreased to 100mg daily) for peritonitis. Pd therapy was discontinued. Five days after the event onset, the pd catheter was removed. Eight days after the event onset, the patient was switched to hemodialysis. Thirteen days after hospital admission, the patient was discharged. At the time of this report, patient outcome was not reported. No additional information is available.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.